Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
It was reported to philips that the device had a low tidal volume that was noted during testing of the device. The device was not in clinical use at the time the issue. There was no patient or user harm as a result of this event. A philips service engineer was dispatched to the customer site to provide additional onsite assistance and confirmed the reported issue. The fse replaced the air/exhalation flow sensor and the oxygen flow sensor to resolve the reported issue and the device passed performance verification testing.